Event description:
A staff surgeon/ob/gyn was performing a laparoscopic procedure. While using the named device, connected to a valleylab force 4 esu, the physician received a shock and minor burn to his right thumb. The force of the shock stunned the physician and he was unable to continue at that time, where upon another assisting hpysician continued and finished the procedure. The patient received no injuries or complications from the incident. The physician's burn was treated by another physician present. Examination of all devices subsequent to the incident found no fault in the esu or the cable connecting the instrument to the esu. The pt. Grounding pad was properly connected and no faults noted or detected. Examiniation of the laparoscopic scissors showed multiple defects and wear marks ofthe insulation of this active device. The item is a reusable devices and has been cleaned and sterilized multiple times. It is unknown what procedures have been used in the past to inspect or verify the quality of the insulation on such reusable devices. The physician's surgical gloves were discarded, so no inspection of them is possible. Recommendations to staff in o.r. Are for periodic inspection of all reusable active devices of this type, to ensure the integrity of insulation and other aspects of the device.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: expected wear/deterioration, inadequate quality assurance, insulation degradation/deterioration, reused device beyond labeled specifications. Conclusion: device failure indirectly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.